Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon pacemaker interrogation, it was noticed that parameters were unexpectedly set at their nominal values, whereas other values had been previously programmed by the physician. This behavior reportedly happened during several follow-ups. An explanation is requested.